Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('plaintiff claimed perforation: fallopian tubes'), device dislocation ('essure migrated') and genital haemorrhage ('gen. Abnorm. Bleed/ general abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/ the client experienced pain and cramping"), psychological trauma ("psych injury"), fatigue ("fatigue"), tooth disorder ("dental problem"), migraine ("migraine"), visual impairment ("vision problems") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy- (full) and hysterectomy- full). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, fatigue, tooth disorder, migraine, visual impairment, weight increased and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, migraine, pelvic pain, psychological trauma, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, fatigue, dental problems migraine, vision problems, weight gain, pain and cramping. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: plaintiff fact sheet received- previously reported event "injury to herself" updated to "gen. Abnorm. Bleed/ general abnormal bleeding", events- "pelvic pain, abdominal pain/ the client experienced pain and cramping, psych injury, plaintiff claimed perforation: fallopian tubes, fatigue, dental problems migraine, vision problems, weight gain ,pelvic pain, abdominal pain, essure migrated, nickel allergy", lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('plaintiff claimed perforation: fallopian tubes'), device dislocation ('essure migrated') and rectal haemorrhage ('rectal bleeding') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud from 2005 to (B)(6)2007 and birth control pill from 2002 to 2004. In 2008, the patient experienced pelvic pain ("pelvic pain"), fatigue ("fatigue"), migraine ("migraine/ migraines / headaches"), hypoaesthesia ("neurological conditions or problems type: my face would go numb / neurological conditions or problems type: face numbness"), dysmenorrhoea ("dysmenorrhea (cramping) / constant cramping pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced tooth disorder ("dental problem") and allergy to plants ("allergic or hypersensitivity reaction type: allergic to jasmine"). In 2010, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed/ general abnormal bleeding") and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ the client experienced pain and cramping"), psychological trauma ("psych injury"), vision blurred ("vision/eye problems type: blurriness and cloudy"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), rectal haemorrhage (seriousness criterion medically significant) and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy- (full) and hysterectomy- full). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, fatigue, tooth disorder, vision blurred, weight increased, allergy to metals, allergy to plants, hypoaesthesia, vaginal haemorrhage and headache outcome was unknown and the migraine, dysmenorrhoea, dyspareunia, vaginal discharge and rectal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, allergy to plants, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypoaesthesia, migraine, pelvic pain, psychological trauma, rectal haemorrhage, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, fatigue, dental problems migraine, vision problems, weight gain, pain and cramping. Discrepancy noted- insertion date and essure confirmatory test were performed on the same day i.e. On (B)(6)2008. The content of the communications perforated fallopian tube communication: (B)(6)2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Hysterosalpingogram - in 2008: results: total bilateral occlusion; in 2008: total blockage and everything looked good. Imaging procedure - on (B)(6)2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received. Events added from pfs- abnormal vaginal bleeding, headaches. Outcome of event vaginal discharge were updated. Lab data, historical drug were added. Onset date of event genital haemorrhage, allergy to plants, tooth disorder, dysmenorrhoea, dyspareunia, migraine, fatigue, hypoaesthesia, pelvic pain, fallopian tube perforation were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('plaintiff claimed perforation: fallopian tubes'), device dislocation ('essure migrated'), genital haemorrhage ('gen. Abnorm. Bleed/ general abnormal bleeding') and rectal haemorrhage ('rectal bleeding') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/ the client experienced pain and cramping"), psychological trauma ("psych injury"), fatigue ("fatigue"), tooth disorder ("dental problem"), migraine ("migraine/ migraines / headaches"), vision blurred ("vision/eye problems type: blurriness and cloudy"), allergy to metals ("nickel allergy"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic to jasmine"), hypoaesthesia ("neurological conditions or problems type: my face would go numb"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and rectal haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy- (full) and hysterectomy- full). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, fatigue, tooth disorder, vision blurred, weight increased, allergy to metals, hypersensitivity, hypoaesthesia and vaginal discharge outcome was unknown and the migraine, dysmenorrhoea, dyspareunia and rectal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, hypoaesthesia, migraine, pelvic pain, psychological trauma, rectal haemorrhage, tooth disorder, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, fatigue, dental problems migraine, vision problems, weight gain, pain and cramping. Discrepancy noted- insertion date and essure confirmatory test were performed on the same day i.e. On (B)(6) 2008. The content of the communications perforated fallopian tube communication: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 101.15 kgs. Hysterosalpingogram - in 2008: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. New events: allergic to jasmine, my face would go numb, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, rectal bleeding were added. Outcome of the events rectal bleeding and dysmenorrhea were updated. Historical drug added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.